Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's nurse reported that the patient arrived at the hospital on (B)(6) 2024. The paramedics reported that the lv was present and caused the burns. The patient's nurse reports that the patient has burns on the right anterior chest, right arm and right leg (upper thigh area). The patient's burns are healing and improving. Per the last download data from (B)(6) 2024, there are no automatic events or flags indicating a treatment occurred.